Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set was not infusing. During infusion it was noticed that only the primary solution was being infused and there was no flow from the secondary set. Lacosamide was being administered (200mg) and 20ml 0.9% normal saline using a non-baxter infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The primed baxter secondary set was received for evaluation. The secondary set and a non-baxter primary set were spiked into in-house solution bags and re-primed. The male luer of the secondary set was then attached to the y-site luer activated device of the non-baxter primary set. The setup was checked for flow. The device was found to prime and flow normally with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.